Event description:
During normal function when attempting to rotate the rotating valves the instrument senses failure to rotate valves. The instrument automatically retries the movement and generates error codes.

Manufacturer narrative:
Valve modification has been undertaken. The manufacture of the improved valves is in progress. Expected delivery is to begin in (B)(4) 2010, and field implementation to begin upon delivery. Modified instruments will be monitored to ensure effectiveness of the design changes.